Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was returned and reviewed by the supplier, and confirmed the threaded component met specification, and that the pin had fractured. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Cup inserter couldn¿t unscrew from pinnacle cup, missing pin in handle.

Manufacturer narrative:
(B)(4). Investigation summary: the device was returned and reviewed by the supplier, and confirmed the threaded component met specification, and that the pin had fractured. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.